Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al4653, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the surgery delayed due to the issue? What was used to complete the procedure? Was the surgery completed successfully? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an arthroscopy procedure on (B)(6) 2019; and a suture was used. During the procedure, the suture was observed to be frayed. There were no adverse patient consequences reported. Additional information was requested.